Manufacturer narrative:
New information: product received, investigation and root cause completed add b5. Correct g4, g7, h3, h6 (method, results, conclusion), h11. A review of the device history record for sn (B)(6) was performed from the date of manufacture 09/08/2014 to the present date 10/07/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device displayed an error code 211.2000. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device displayed an error code 211.2000. There was no patient involvement.